Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4).d4) catalog #: igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. On the post-procedure x-ray ((B)(6) 2016), the site reported no evidence of filter fracture, embolization, tilt, or migration. On (B)(6) 2017, the 12-month follow-up clinical assessment, CT of the abdomen and pelvis, x-ray, and ultrasound were completed. Filter retrieval was not scheduled because there was no indication for removal. The CT revealed no evidence of filter embolization or filter leg interaction with the ivc wall. Analysis of the 12-month follow-up ((B)(6) 2017) CT revealed no evidence of filter embolization, no grade 0 filter legs, eight grade 1 filter legs, and no grade 2 or 3 filter legs. The angle of filter tilt in the sagittal plane was eight degrees and six degrees in the coronal plane. The 12-month follow-up x-ray was completed. There was no evidence of filter fracture or embolization. There was evidence of filter migration. Filter tilt was < 6 degrees. Analysis of the 12-month follow-up ((B)(6) 2017) x-ray revealed no evidence of filter fracture, embolization, migration, or deformation. The angle of filter tilt in the ap view was 9.8 degrees and 7.6 degrees in the lat view. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremities. Analysis of the 12-month follow-up ((B)(6) 2017) ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. The tulip filter was placed in an infrarenal location, without evidence of significant tilt or immediate penetration. CT scan of the abdomen and pelvis with IV contrast performed one year after implantation, demonstrates the filter in an infrarenal location without evidence of significant tilt or penetration. There were 4 grade 1 interactions with the wall of the ivc, which are presumed asymptomatic and may be considered a normal finding. The ivc, at the level of implantation and just below, was ovoid in configuration due to several factors including the lumbar lordosis, degenerative changes with anterior osteophyte formation, as well as compression due to the crossing iliac artery. The measurement of the ivc at the level and just below the level of the filter feet was approximately 35 mm x 9 mm. The ivc filter was deployed in the left aspect of the ivc with a maximal distance between the primary filter feet measuring approximately 20mm, leaving approximately 15 mm of the right aspect of the ivc unprotected by the ivc filter. This configuration was likely caused by the patient's anatomy, causing the filter legs to engage with the anterior/posterior walls of the ivc prior to fully expanding in the lateral direction. If the filter was deployed in the initially measured location, the ivc in this region was more tubular in configuration and the ivc filter would have been more likely to obtain the desired configuration. This is the location which was measured by the implanting physician on the initial venogram. However, there is no discussion in the complaint report of why the filter was deployed caudal to this level. An alternative would have been deploying 2 ivc filters in each of the common iliac veins, a suprarenal option was not viable as the suprarenal ivc measures outside of the IFU guidelines for size recommendation. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.